Manufacturer narrative:
Additional data: h6- health effect - impact code: "4629" should be removed and "2199" should be added. D6a.- "(B)(6) 2023" should be removed. D6b.- "(B)(6) 2023" should be removed. B5- the reporter indicated the surgeon noted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -5.5/+1.5/087 (sphere/cylinder/axis) tore/broke during loading on (B)(6) 2023. The damage occurred during loading and was noted as "lens rupture due to snagging." The lens was not implanted. On the same day a replacement lens of the same model and length, with a different power was implanted into the patient's right eye (od) and the problem was resolved. The status of the eye was noted to be "good". The cause of the event is "other" and its unknown if the device failed to perform as intended. Cause details: "lens rupture due to snagging while loading injector". Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023, a 12.1mm vticm512.1 implantable collamer lens of a -5.50/1.50/087 (sphere/cylinder/axis) tore during loading. Reportedly, "lens rupture due to snagging while loading injector." A replacement lens was implanted into the patient's right eye(od) and the problem was resolved. Cause of the event was other. Reportedly, status of the eye is, "good."